Event description:
It was reported that during a lobectomy procedure, the device was used for the left superior lobe bronchus with the articulation lever turned. The firing was stopped on the way at the first firing. The device was released forcibly and additional suture was performed. There were no adverse consequences to the patient. The doctor commented that the tissue was a little thick. The device was discarded.

Manufacturer narrative:
Date sent: 4/17/2009. Information not available, device not returned for analysis.